Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), folliculitis ("folliculitis"), fatigue ("fatigue") and injury ("injury nos"). The patient was treated with surgery (on (B)(6) 2017, underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, autoimmune disorder, headache, rash, folliculitis, fatigue and injury outcome was unknown. The reporter considered autoimmune disorder, fatigue, folliculitis, genital haemorrhage, headache, injury and rash to be related to essure. Most recent follow-up information incorporated above includes: on 4-dec-2018: summons received: new event injury nos and new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), genital haemorrhage ('excessive abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), autoimmune disorder ('autoimmune issues') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), rash ("rashes, rash/skin condition"), folliculitis ("folliculitis"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood loss anaemia (seriousness criterion medically significant), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), allergy nos ("allergy"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), migraine ("migraines"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). The patient was treated with surgery (ablation, on (B)(6) 2017, underwent hysterectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, headache, rash, folliculitis, fatigue, dyspareunia, pelvic pain, abdominal pain, back pain, allergy nos, skin disorder, hypersensitivity, psychological trauma, migraine, alopecia, gastrointestinal disorder and nausea outcome was unknown and the menorrhagia, blood loss anaemia, cardiac disorder and blood disorder had resolved. The reporter considered abdominal pain, allergy nos, alopecia, autoimmune disorder, back pain, blood disorder, blood loss anaemia, cardiac disorder, device breakage, dyspareunia, fatigue, folliculitis, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder and hypersensitivity to be related to essure. The reporter commented: patient received treatment for device breakage, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, allergy, rash/skin condition, hypersensitivity, psych injury, migraines, hair loss, gi conditions, nausea . Discrepancy noted in this follow-up date of explant is (B)(6) 2018, but in the initial summons the date of explant was (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test:- results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), genital haemorrhage ('excessive abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), autoimmune disorder ('autoimmune issues') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), rash ("rashes, rash/skin condition"), folliculitis ("folliculitis"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood loss anaemia (seriousness criterion medically significant), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), allergy nos ("allergy"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), migraine ("migraines"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). The patient was treated with surgery (ablation, on (B)(6) 2017, underwent hysterectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, headache, rash, folliculitis, fatigue, dyspareunia, pelvic pain, abdominal pain, back pain, allergy nos, skin disorder, hypersensitivity, psychological trauma, migraine, alopecia, gastrointestinal disorder and nausea outcome was unknown and the menorrhagia, blood loss anaemia, cardiac disorder and blood disorder had resolved. The reporter considered abdominal pain, allergy nos, alopecia, autoimmune disorder, back pain, blood disorder, blood loss anaemia, cardiac disorder, device breakage, dyspareunia, fatigue, folliculitis, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder and hypersensitivity to be related to essure. The reporter commented: patient received treatment for device breakage, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, allergy, rash/skin condition, hypersensitivity, psych injury, migraines, hair loss, gi conditions, nausea . Discrepancy noted in this follow-up date of explant is (B)(6) 2018 , but in the initial summons the date of explant was (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test:- results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received reporter information was added. New event added device breakage, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, allergy, rash/skin condition, hypersensitivity, psych injury, migraines, hair loss, gi conditions, nausea. Event outcome added menorrhagia (heavy menstrual bleeding), anemia, and blood/heart disorder. Lab test was added and injury nos event deleted. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), folliculitis ("folliculitis") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017, underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, autoimmune disorder, headache, rash, folliculitis and fatigue outcome was unknown. The reporter considered autoimmune disorder, fatigue, folliculitis, genital haemorrhage, headache and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.